Manufacturer narrative:
Connected to customer's instrument to review images: echo m00851, sample x59925 batch (B)(4) (original sample). Negative in all 3 cells, reaction scores 0, visually negative. 2 other samples in that batch also negative as expected. Sample m59604 batch (B)(4) (2nd sample). 2+ in cell 3 (k+), cells 1 and 2 negative (k=), visually appear as called by echo. Sample x59925 batch (B)(4) (repeat of original sample). 2+ in cell 3, cells 1 and 2 negative, visually appear as called by echo. Other samples in batches surrounding these batches reacted as expected. A service call was made. Performed system diagnostics, and tests to ensure proper operation. Performed qc with acceptable results. Customer tested samples and received acceptable results. System was tested and is operating within specifications with no problems observed.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative results when testing a patient sample with capture-r ready 3 (crrs3) on a galileo echo instrument.